Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Device code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided balloon was used in the esophagus during a procedure performed on an unknown date. During the procedure, the balloon detached and had to be retrieved from the esophagus. The procedure was completed. There were no patient complications reported as a result of this event.